Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the objective lens unit dusty, the down pulley wire stretched, the air nozzle clogged, the water nozzle clogged, the control body corroded, the control knob pivot corroded, the receptacle corroded, the mecha base plate corroded, the r/l lock knob corroded, the u/d lock lever corroded, the u/d knob leak, the operation channel cut, the forward body cover scratched, the body cover grip scratched, the r/l knob scratched, the side body cover scratched, the lg cable connector housing scratched, the u/d knob dirty, the r/l knob dirty, the light guide cable dirty, the remote control button(1) disinfections damage, the remote control button(2) disinfections damage, the remote control button(3) disinfections damage, the root brace rubber disinfections damage, the distal body worn out, the left pulley wire worn out, the zoom lever hard to move, the bending rubber discolored, the insertion flexible tube (ift) discolored, the root brace rubber discolored, the lg root brace rubber discolored, the suction channel kink, the angle wire grinding, the segment steel braid rupture, and the ccd module laser filter lifting; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).